Manufacturer narrative:
Follow-up #1 (07/17/2014) - device evaluation: the meter and test strips involved with this complaint have been returned on (B)(4) 2014 and (B)(4) 2014 and evaluated by lifescan product analysis on (B)(4) 2014 and (B)(4) 2014 with the following findings: error 2 message is observed in the error log, but the error 2 was not reproduced during the investigation. The test strips were also tested and the primary complaint was not confirmed; however, a secondary issue was noted where error 5 was observed with no assignable cause during control solution tests. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the reporter contacted lifescan USA, alleging error 2. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.